Event description:
It was reported that the patient went to the (B)(4) on the wednesday and thursday prior to the report and a "wand" was used over her device. The patient stated that when she went into the elevator, her system "shut down." Additional information was requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the patient received assistance from both their doctor and manufacturer's representative regarding their device issue and their concerns were resolved.

Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003,: product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3998, lot# lb7835, implanted: (B)(6) 2003, product type: lead. (B)(4).